Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead impedance was high. Reprogramming was performed to pacing mode vvir and the lead remains implanted with no plans for revision. No patient complications have been reported as a result of this event.